Event description:
It was reported that the tubing was not connecting into the pump, and once the user secured the tubing to the pump, an error of upstream occlusion was given. The customer was unable to prime the device. Evaluation of the returned product confirmed the presence of an occlusion. However, evaluation revealed the inlet of the tubing was dislodged, causing the pump to alarm due to an assembly error where no solvent was applied at the tubing/housing junction.

Manufacturer narrative:
One unit was received for evaluation. As received, the inlet tubing on the cassette was seen to be dislodged from its original position. No other damages or anomalies were observed. Initial priming was unsuccessful, and the presence of an occlusion was confirmed. Following leak testing, which found no leaks were present, the unit was successfully primed and subsequently connected to a pump for further testing. Further functional testing was able to start infusion with the returned administration set, and it was noted that the pump continued to alarm intermittently as a result of the inlet issue. The investigation noted that the probable cause of the continued alarm is due to an assembly error where no solvent was applied at the tubing/housing junction. A lot history review and manufacturing batch review found no nonconformances. Causational relationship between the occlusion present that rendered the product initially unusable to the customer and the tubing inlet manufacturing issue were not able to be determined. Therefore, this event is reportable due to the potential of the tubing inlet issue to cause intermittent alarms from the pump during infusion.